Manufacturer narrative:
(B)(4). The device has not yet been evaluated. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the heater head of an iw910 mobile infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the device was received at our us service centre in california where it was inspected by a trained fisher & paykel healthcare service technician. A photograph of the complaint heater head was provided to us by the service centre. Results: the photograph showed that there were multiple cracks on the dome portion of the head. Shell flaking and crazing was also observed around this area. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint warmer head casing has since been replaced and returned to the healthcare facility. Device repaired and returned to customer.

Event description:
A hospital in I(B)(6) reported that the heater head of an iw910 mobile infant warmer was cracked. No patient consequence was reported.